Event description:
It was reported that difficulties were experienced maintaining inflation the proximal cuff of one (1), size m10 sct device.the device had been in use approximately thirteen (13) days when the problem was detected. There was one (1) patient involved and no reported injury. Evaluation results of the returned product revealed no inflation intergrity abnormalities.